Manufacturer narrative:
Company representative evaluated the system and ensured proper settings. Wall plug was moved to another outlet.

Event description:
Customer reported the patientnet central station reboots, which may have affected telemetry monitoring. No pt injury was reported.